Event description:
Reportedly, the shaft broke. The broken part and the pouch fell into the patient cavity. The surgeon removed the trocar, and retrieved the broken part and pouch by using a forceps. This cause no damage to the patient tissue. The procedure was well completed. Procedure: unk.